Manufacturer narrative:
This is a follow up report to 3500a 1016427-2016-00033 that was reported for separation in patient. Additional information was received and the device did not detach inside the patient. This report is being sent to un-report this complaint due to the new information that was received.

Event description:
As reported, the 180 cm. Reflex pgw .018 sv inter steerable guidewires are unwinding and breaking off in patients. No patient injuries have been reported. Additional information was received and the wire did not detach in the patient; the wire was still one piece. The wire just unraveled inside the patient at the distal tip. The intended procedure/target lesion was a vascular case. The wire was not removed from the dispenser by the distal floppy end. The wire did not kinked or damaged in any way prior to or during insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel. The wire tip was visible on fluoroscopy throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ and torque response was good. There was no resistance/friction between the wire and other devices. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The wire was used in the main vessel. The wire was not jailed at any time behind a stent. The wire did not become fixed or caught at any time prior to the event. The wire was not torqued against resistance. The wire was unraveling mid procedure. The procedure was completed successfully. A procedural cd is not available for review.